Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The issue occurred between 06-apr-2024 to 07-apr-2024 with two similar types of infusion sets used for three hours. The blood glucose level of the patient at the time of event was 208 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 2 of 2.